Event description:
--

Event description:
Boston scientific received information that this device reached end of life (eol). Additional information was provided that eol was reached due to charge time (CT), and the device was subsequently replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.